Event description:
A pt is experiencing numbness and knots in their lips following injection of product. Product was injected in 2003. The numbness was first noticed on postoperative day 1, but became more noticeable on postoperative days 2 and 3. The reporter states pt discussed this event with the FDA and has seen seven physician about the reported symptoms. No treatment has been suggested with the exception of removal of the product. The reporter is hesitant to have product removed due to their experienced with this procedure. Symptoms persist as of 2/04. The reporter was informed that this product is not approved nor has the co conducted studies for dermatological use.